Manufacturer narrative:
One opened probe was received with no tip protector, in a bag, for the report. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face, the inner cutter in the port and the needle bent. The sample was then functionally tested for actuation and cut. The sample was non-conforming for actuation. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. The fillet was non-conforming and no presence of adhesive was observed on the inner cutter. Gouge marks were observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was unable to be tested due to the actuation failure. The root cause for the actuation failure, as well as the inner cutter detachment is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed actuation failure and inner cutter detachment were due to excessive use of the probe by the user. Probes are 100% visually inspected and ested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received following was updated cutter did not cut properly on its own during vitrectomy surgery. The procedure was completed by opening new pack. There was no patient harm. An other health care professional reported that the cutter did not cut properly on its own during vitrectomy surgery. The procedure details and patient harm was not reported.